Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulator is malfunctioning, and throwing jolts of power out. The patient stated that the device is not supposed to do that. They noted that that the jolts are debilitating, stating that they were driving and almost accelerated at the back end of a car. The patient mentioned that they are trying to get in touch with a manufacturing representative. They stated that they need someone to get back to them before they call an attorney. The patient was redirected to a healthcare provider; physician listings were sent. Patient services observed that the patient was very upset, as they were yelling during the call. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative indicated that the cause of the jolting was not determined. However, reprogramming the device resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was with the manufacturer's representative (rep) and healthcare provider (hcp) for troubleshooting. The patient stated that when they were driving with the stimulation on and turned their head to the left the patient felt a jolt in both legs, like a charlie horse. The caller reported that the jolt lasted a quick, dramatic spark. The caller reported that since the episode it has happened several times. The patient stated that their device has been off until the appointment. The impedances were checked between .7 and 3 volts and electrical 1 was 589, 2 was 2166 and 3 was 3456 ohms. The caller reported stimulation is helping the patient's leg pain. The patient felt good with stimulation. An assessment was performed with the stimulation on. The rep pressed on the ins pocket site and had the patient turn their head both ways and was not able to reproduce sensation. Turning stimulation off while driving was suggested. No further complications were reported or anticipated.